Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. It is unknown if this device is available for return and evaluation. Without return of the device, we are unable to determine failure of this device. The device history record (DHR) is in process. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve explant was received through our implant patient registry process and attempts to get additional information regarding the condition of the device or the event surrounding the explant were unsuccessful; therefore, the root cause for explant of this device remains indeterminable. No patient medical history has been made available. No further corrective or preventative actions are required with the available information. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that this 25mm aortic valve was explanted after an implant duration of 1 year and 4 months due to unknown reasons. A model 290023mm was implanted in replacement. No additional information was provided.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event.